Event description:
It was reported that a lead alert was triggered due to low impedance on the atrial lead. Additionally, noise was noted on the electrogram during the patient's movements. Insulation damage is suspected. A lead revision is schedule. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.